Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Reportedly, the patient had fever, swelling at the site and positive blood cultures. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.